Event description:
The external pulse generator was returned in accordance with the field action and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis found that the lower case, side bail covers, ring cover and battery drawer were broken, that the battery release and lead flex cover were contaminated and that the side bails and ring were missing.